Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. When the device was removed from the packaging it was noted that the proximal tip of the 4.00 x 12 synergy drug-eluting stent was kneaded almost 90 degrees. The procedure was completed with a different device device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. When the device was removed from the packaging it was noted that the proximal tip of the 4.00 x 12 synergy drug-eluting stent was kneaded almost 90 degrees. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The synergy ous mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.